Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the luer is cracked and leaked when connected to the patient during an infusion of d51/2ns and ciprofloxacin. There was no patient harm.